Event description:
The patient reported that the keypad has a delayed response.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down-arrow and ok button presses did not activate desired pump functions during testing. The up-arrow and contrast buttons required excessive force to activate a response. The up-arrow and down-arrow key contacts were found to be misaligned. It was found that all key contacts do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts. The DHR review confirmed the pump was within specification with no discrepancies identified, software version d1e, mfg 2009-04.